Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not cool. It was determined that the device had a failed mixing pump. Chiller temperature (t4) was 8.6, mixing pump command (mpc) was 100 percentage. Circulation pump command (cpc) was only achieving -3.0 inlet pressure (ip) with 100 percentage circulation pump command (cpc). Recommended 2000-hour service requested a quote for 2000-hour service. They would do 2000-hour service in house requested parts quote.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. It was determined that the device had a failed mixing pump. Chiller temperature (t4) was 8.6, mixing pump command (mpc) was 100 percentage. Circulation pump command (cpc) was only achieving -3.0 inlet pressure (ip) with 100 percentage circulation pump command (cpc). Recommended 2000-hour service requested a quote for 2000-hour service. They would do 2000-hour service in house requested parts quote. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not cool. It was determined that the device had a failed mixing pump. Chiller temperature (t4) was 8.6, mixing pump command (mpc) was 100 percentage. Circulation pump command (cpc) was only achieving -3.0 inlet pressure (ip) with 100 percentage circulation pump command (cpc). Recommended 2000-hour service requested a quote for 2000-hour service. They would do 2000-hour service in house requested parts quote.